Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty and posterior fusion at l2 for primary osteoporosis and a rupture fracture. It was reported that the bone cement extra vertebral leakage was observed during cement injection into the screw on the right side of l2. The cement hardened slightly faster but retained appropriate viscosity, with no leakage into major veins like the inferior vena cava. The cement was stored and mixed correctly for 45 seconds, and no additional surgery or treatment was required. There was no symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. E1: first name and last name of initial reporter is unknown. G2: the country of the event is japan g3. PMA / 510(k) #: please note that this device is not marketed in the united states; however, the device is deemed the same as the united states marketed device catalog#: c01a, 510k # k041584, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.